Event description:
A (B)(6) old female pt called in to zoll lifecor customer support to report that her battery charger continued to reboot. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon eval, the charger was found to have a defective internal component (u13). Component u13 is an 8-bit cmos flash micro-controller located on the charger pca board. The root cause of the defective u13 cannot be positively identified but was likely a random component failure. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.